Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited awhite foreign objects in the air water cylinder tube and air water channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white foreign object in the air water cylinder and tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.